Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer biomed reported that red alarm are not showing up on the central station (piic). The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. No further patient details were made available at the time this report was due.